Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found in the bd pegasus¿ safety closed IV catheter system before use. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse was preparing the indwelling needle for infusion, she found that there was a black foreign matter in the indwelling needle catheter without opening the package. She informed the head nurse and reported to the hospital in time."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-05 h.6. Investigation summary a device history review was conducted for lot number 8324524. Our records show that this is the only instance of foreign material occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, composition testing of the foreign matter present on the returned device, determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. A review of the manufacturing facility was not able to identify any abnormalities in the application of the lubricant, and current practices require a visual inspection of all finished goods prior to shipment. To address this issue our inspection teams have been notified of this event and retrained on the appropriate policies and procedures. See h.10..

Event description:
It was reported that black foreign matter was found in the bd pegasus¿ safety closed IV catheter system before use. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse was preparing the indwelling needle for infusion, she found that there was a black foreign matter in the indwelling needle catheter without opening the package. She informed the head nurse and reported to the hospital in time."